Event description:
Patient was being moved from bed to chair using an arjo maxilift. While moving the pt, the pin supporting the tilting frame sheared off and caused the lift to disengage from the housing and fall to the floor with the resident.